Event description:
It was reported that the device was checked when the patient was in the emergency room. Intermittent capture was noted in autocapture high output mode. Unipolar capture was not consistent at maximum output. The bipolar threshold was 2.75 v. The patient was in renal failure and the physicians tried to stabilize her electrolytes.